Event description:
Customer reported a pt sample with anti-k did not react with 0.8% selectogen lot vs123. No death or serious injury was associated with this incident. This report corresponds to MFR.